Event description:
It was reported that a volume discrepancy had been consistently occurring for the past several refills. The actual volumes at refills had been higher than the expected volumes. At the latest refill the expected volume was 4 milliliters (ml) however, the actual volume was 10 to 13 ml. An increase in the patient's pain had accompanied the volume discrepancy timing. The patient did have some pain control prior to the volume discrepancies however the pain had never gone away. The patient also had "hardware" in their back that could also be causing pain. On (B)(6) 2013 the catheter access port (cap) was accessed. Saline was successfully injected and aspirated and it was felt that the catheter was patent. Further planned troubleshooting included a dye study to verify catheter placement and patency. If the catheter had appeared patent and in position it may be decided to replace the pump. This device system delivered morphine and bupivacaine. The implant date was (B)(6) 2005. It was later reported that this was an isomed pump and a rotor study could not be done. A "pump revision" was clarified as the cap assessment noted above which reportedly the pump was emptied and refilled several times. The patient was reported to have insufficient pain relief related to the event and it was unknown if the patient later received effective therapy. The patient outcome was reported as ongoing. The pump was reportedly still implanted and there was no harm, injury, or death associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2005. Product type: catheter. (B)(4).